Event description:
It was reported that the patient experienced shortness of breath and dizziness during exercise. The right ventricular (rv) lead exhibited t-wave oversensing (twos). It was also reported that the device was over-sensing. The implantable pulse generator (ipg) and rv lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.